Event description:
It has been reported to philips that the c-arm movements were not working. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a coronary planned treatment was proceeded when it was happened. The process was completed just the stand c-arc movement is unsmooth intermittent. The philips field service engineer (fse) inspected the system onsite and confirmed that the c-arm movement has intermittent problem. Upon some functional test fse confirmed that c-arc potmeter / encoder was damaged. Fse replaced the c-arc potmeter/encoder. After replaced the c-arc potmeter/encoder, the system was returned to use in good working order. The codes were updated based on the investigation outcome.